Event description:
During follow-up, interrogation of the device was not possible. Abbott technical support was contacted and suggested resetting the device to resolve the event. No intervention has been performed. The patient was in stable condition.